Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences. The patient would continue to be monitored.